Event description:
Consumer stated she bought some (B)(6) brand toothbrush heads for mu sonic care tooth brush and the bristles keep falling out of it." Update (B)(6) 2019: contacted consumer, "my husband and I have been using the new brush replacements since sunday (4 days). I purchased the replacements on saturday ((B)(6)) at (B)(6). We noticed the replacements are stiffer than our usual sonicare brush heads. The first time I brushed my teeth one of the blue bristles came out. I thought maybe it was a random thing so I used it a second time that night and didn't notice anything. On monday morning it happened again. I said something to my husband that night and he said that the same thing happened to him." Product has not been returned.